Manufacturer narrative:
Date of event is estimated. D10 - concomitant medical products and therapy dates: dbs lead , therapy date unknown. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedance on one of the leads. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.